Event description:
A malfunction was reported on the customer's pump, leading to a spike in blood glucose levels to 617 mg/dl. The customer managed the high glucose levels with a corrective injection via multiple daily injections (mdi). Technical support arranged for a replacement pump to be sent and provided necessary instructions and training. The customer reverted to manual injections for insulin therapy.